Event description:
It was reported that the patient's device was programmed off unexpectedly, but it was unknown for how long the settings had been at 0ma. The patient's last visit was on (B) (6) 2008, which showed system and normal mode diagnostics performed and both within normal limits. Programming history received from the site's three handheld computers did not show their document programming/diagnostics history for the patient that occurred on (B) (6) 2007, (B) (6) 2007, (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008. Diagnostics performed at recent follow up visits have been within normal limits. It is unknown at this time what caused the change in the patient's programming settings. It is unknown if there are any additional handheld computers that have been used on this patient's device. Good faith attempts to obtain additional information have been unsuccessful to date.